Manufacturer narrative:
Visual inspection of the returned device found that it was fractured into three fragments and all the pieces were returned. The central post cleanly fractured off from the device and another fracture down the midline of the device separated the two condyles. The reported issue has been investigated and a device history record review is not required. The device is used for treatment. This particular device is listed in the aggregate tibial articular surface provisional (tasp) scope list, was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Based upon the information provided, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.